Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the t:lock connection between the cartridge tubing and infusion set tubing was leaking. Reportedly, a cartridge change was performed to address the issue. Blood glucose level was 115 mg/dl.